Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had an emergency room visit over night with hypoglycemia on (B)(6) 2026. The patient¿s blood glucose levels declined to 2.0 mmol/l (36 mg/dl) wearing the pod overnight between 5 and 24 hours following dialysis. Symptoms reported include dizziness and drowsiness. The patient was treated with oral sugar and juice by paramedics and intravenous dextrose in the emergency department. The patient was released the following day ((B)(6) 2026). The patient removed the pod prior to going to the emergency room due to hypoglycemia.